Event description:
The facility's pharmacist reported to baxter (B)(4) that a solution administration set was found leaking from the luer lock. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available at the plant for evaluation. A visual inspection did not reveal any abnormalities. A functional leak test was performed under water at 0.56 bar, and no leaks were revealed. The reported condition was not confirmed and the root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.